Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for. During evaluation, the reported issue of the failure to charge was confirmed. The unit shuts off when unplugged from a/c power. The root cause of the failure was identified as an internal failure in the lithium ion battery. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) are: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2020-01199).

Event description:
Battery will not hold a charge has to be plugged in to work (B)(6) 2021 evaluation confirmed abrupt shutdown.